Manufacturer narrative:
The device was tested and the maximum temperature was measured to be 187°f. The likely cause was identified as corroded collet and broken shaft. It was also noted that the device was noisy and the laser markings were faded. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of malfunction/not working properly. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint. Additional information was received that the device was overheating. On follow up, no further information can be obtained for patient impact.